Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: loss of primes observed in black box; force readings do not reach zero. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed force sensor is detecting correct force at 5lbs. Exercised pump for 24 hours with no loss of primes occurring. Pump opened and no damage found to the force sensor circuit. Unrelated to the complaint, the battery compartment is cracked alongside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.